Event description:
The manufacture received information alleging a ventilator shut down automatically. There was no harm or injury reported. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's internal battery needs to be replaced to address the issue.

Manufacturer narrative:
Additional information was received on 05/15/2025, and section h11 should be reported as: the manufacture received information alleging a ventilator shut down automatically. There was no harm or injury reported. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's internal battery needs to be replaced to address the issue. Additional information was received that the module plate a kit, sensor board, and active port was replaced unrelated to the reportable malfunction of the internal battery.